Event description:
It was reported that the device had four and a half years of longevity. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Note: full value should be (B)(4). This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - we received performance data collected from the device and have analyzed the data. The battery voltage showed that battery depletion /eri (elective replacement indicator) was indicated. The time of eri in save to disk on (B)(4) 2012 device eri less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.62 volts between (B)(4) 2012. There were two patient alerts for low battery voltage on (B)(4) 2012. The device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.